Event description:
It was reported that the 9600 system had a dead battery. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.